Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 09:19:31. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available a supplemental report will be submitted.